Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 36 and 48 hours. According to the patient's mother, the cannula was sitting on the surface of the patient's skin and was possibly never inserted into the skin. Symptoms reported include hyperglycemia, presence of ketones, nausea and dizziness. The patient was treated with intravenous fluids, insulin injections and blood tests were also conducted. The patient was released after 9 hours in the emergency room.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.